Event description:
The device was used during a lung wedge resection procedure. Reportedly, the appoximating lever could not be opened. The surgeon opened it by force. No pt injury was reported.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.